Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a minicap transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device evaluation was completed for the reported event of a leak. The device was visually inspected, but nothing was noted related to the leak. Functional testing was performed and it included leak testing, clear passage test and a clamp function test. This functional testing was conducted using the minicap that was received with the sample itself and there were no issues noted during the testing. The reported event was not verified during sample evaluation because the device met all product specifications. Should additional relevant information become available, a supplemental report will be submitted.